Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the hcp was not made aware of the stimulation stopping, the poor coupling while recharging nor the slow recharging, and therefore did not know the cause. The patient's weight at the time of the event was not known. No further complications were reported.

Event description:
Information was received from a patient who was implanted with a neurostimulator for unknown indications. It was initially reported that ¿nothing was working properly, it (stimulation) quit working and she tried to reach a manufacturer representative (rep) since (B)(6) 2017. The patient then specified that the stimulation stopped two days prior to the report. She tried to recharge that day but she sat and charged for 4.5 hours, the ins battery icon did not progress at all and only two coupling boxes were filled. It was later determined that the implantable neurostimulator recharger (insr) was working as intended- to recharge the ins with eight coupling boxes filled- and it was discovered that the ins battery was low. After patient services worked with the patient, she was able to turn the stimulation on using the insr. Lastly, the patient noted that she had not seen the lightning bolt icon in at least a week. There were no further complications reported or anticipated.